Manufacturer narrative:
Qn #(B)(4).

Event description:
It was reported that, "when the user attempted to fire a staple, it didn't come out from the stapler during a surgery. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the trigger was partially engaged. The first two staples appeared misaligned. The stapler was returned with 39 staples remaining in the cover block. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, but no staples fired. It was identified that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool and firing down correctly. Flash was observed within the cover block. Die casting anomalies were observed on the forming tool. The sample was returned to the manufacturing site for further analysis. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. CAPA was opened by the manufacturing site under teleflex quality systems to further investigate the issue of visistat 35r staplers failing to function properly. Both the cover block component and the forming tool component were investigated as part of CAPA, and it identified flash in the cover block as the probable root cause of visistat 35r staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, "when the user attempted to fire a staple, it didn't come out from the stapler during a surgery. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".